Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware where during the cleaning one of the accessory ags (air glide system) which is used with the medical device washer disinfector, from 8666 series inside the facility, operator was scratch her arm. According to the information provided by the customer, operator did not paying attention to the edges while cleaning. The ags is not registered as a medical device, however it was being used with washer disinfector from 8666 series as a system, therefore it is reported such as.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number: (B)(6).

Event description:
Manufacturer reference number (B)(6).

Manufacturer narrative:
Getinge became aware about an incident related to the operator receiving a scratch to their arm during the cleaning of an accessory ags (air glide system) used with the getinge branded washer disinfector, from 86 series. The alleged sharp edges that caused the scratch were located on the unload arm, which is designated to remove a cart out of the washer and which in not assembled in the direct operator¿s reach during the daily workflow. The getinge technician, who visited the site, performed unit evaluation and removed the slightly sharp corner with a file. He also confirmed that the sustained scratch was very minor and did not require medical intervention. At the time of the event occurrence, the getinge device was directly involved. It likely did not meet its specification, as somewhat sharp edges were confirmed by the service technician. Upon the event occurrence, the device was not being used for patient treatment. The device involved was recognized as air glide system (ags), manufactured on 2005-10-20 and installed in facility in 2007-06-12. Upon the performed investigation, we were able to establish that the sharp edges occurrence could have been related with the manufacturing process of the affected part. However, due to the fact that we have not received additional complaints for this failure and, until mid-2020, approximately 4500 devices from automation loading system series were manufactured, we consider the occurrence rate to be within the anticipated rate and the investigated complaint to be an isolated event, when considering sustaining injury during maintenance of the air glide system (ags). Given the findings of this investigation getinge shall continue to monitor for any further events of this nature. We believe that the incident occurrence could have been avoided, if the operator would have follow the warnings and safety precautions provided within the user manual. As confirmed by the user, lack of carefulness during the maintenance activities was confirmed to be the main factor of sustaining the injury.